Event description:
The company rec'd a report where it was claimed that during nasal intubation the cuff broke. The rptr claimed that the reported deficiency occurred three times on the same pt. Extubation of the tube was required. Xref MFR# 2936999-2011-00469. This report is associated to the second report defect.

Manufacturer narrative:
Part number# 119-70 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.